Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3, b6, c4, d6a: dates are estimated. D4: the UDI is not known as the part and lot number were not provided.

Event description:
It was reported that an esprit below the knee (btk) scaffold was implanted and there was a target lesion revascularization (tlr). No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the reported treatment appears to be related to operational context of the procedure. The reported patient effect of stenosis is listed in the esprit btk everolimus eluting resorbable scaffold systems instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case. C4-#1: corrected treatment/therapy start date d6a: corrected implant date h6: correction health effect - impact code 2422 was removed.

Event description:
Subsequent to the previously filed report, additional information was received: it was reported that an esprit below the knee (btk) scaffold was implanted in the anterior tibial artery and about 10 months later there was restenosis inside the scaffold. The lesion was treated with balloon angioplasty and the patient is doing great. No additional information was provided.